Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome. It was reported that the patient's device didn't work and is "broke". The patient could not turn the ins on or off. The caller also noted that the patient stated that they have other health issues they need to deal with before dealing with the scs issue. No further complications were reported or anticipated. No device allegations were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the ins was in overdischarge. The representative was able to pull the ins out of overdischarge on (B)(6) 2018 and clear the power on reset (por). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient got the ins to help their knee. In (B)(6) 2014 the patient had their first knee replacement that failed. In (B)(6) 2014 had another one and since then had blood clots. The patient had a permanent clot in their leg in the popliteal vein which resulting in pain and nerve damage from the surgeries. During the call, the consumer was asked if there was an associated fall or trauma. At first, the caller stated that there was a fall and then later stated that they had not fallen or did not know if they had a fall. The patient had been in the hospital recently for their leg. The battery had died in while they were in the hospital. The battery was reset by the manufacturer representative. It was reported by a consumer that the patient met with a manufacturer representative on (B)(6) 2018. The symbols said undetermined but they were told that everything was set for the MRI. The patient needed an MRI for lower left leg but could not get it. The patient was in pain and could have a tumor or clot. It was confirmed that they did not know what was causing the pain at this time. It was reported that the MRI technician was getting the "eligibility cannot be determined" screen when accessing MRI mode. The caller reported that the code indicated on the screen was "all zeros." It was confirmed that the patient had met with a manufacturer representative to have the device reset. The technical services agent reviewed that the screen of all zeros likely means that the eligibility was not appropriately programmed. Additional information from a manufacturer representative noted that the patient would need to meet with a manufacturer representative or hcp to have the information programmed into the ins so they can go into MRI mode and confirm eligibility. It was confirmed that the manufacturer representative would be taking care of the patient and would schedule an appointment as of(B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via manufacturer representative (B)(4) 2018. It was reported there was an overdischarge. Patient reports that he was in the hospital for an unrelated issue, did not charge his battery, and it is now in overdischarge. They discussed scheduling a device reset with patient. No further complications were reported/anticipated.